Event description:
Procedure was an i125 prostate brachytherapy implant. Submitted via a voluntary medwatch report. Facility states that at the qa scan 6 weeks post-implant, a single train of 7 seeds "disappeared." A total body x-ray and nuclear medicine scan located only one seed, found in the right lung base. The other 6 seeds are believed to have been excreted through the urine. The medwatch report indicated the pt had agreed with recommendation for subsequent implantation to cover the under-dosed area, but no details or dates were provided. MFR confirmed pt ID and verified secondary implant occurred (B)(6) 2013 (31 seeds at 0.472 mci). No further information was provided.

Manufacturer narrative:
(B)(4). The stranded seeds are intended to provide radiation therapy. The seed strands are manually applied to the target tissue by the treating physician. There was no device malfunction. Voluntary medwatch report #(B)(4).